Event description:
Reporter stated that patient's device generated a system alarm (on screen) without generating a corresponding audible alarm. As a result, the pt was not able to respond to the system alarm and his blood glucose elevated. Patient switched to insulin injections. No medical treatment was received.